Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 13.3 cm - 13.4 cm from the connector pin, due to friction with the device can.